Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2007. After 16 months of use, it was reported that the patient could no longer communicate with her ipg via the charger or the patient programmer. An x-ray revealed the ipg had flipped. The device was repositioned. Follow up on the patient found that no further issues have been reported. The ipg was not returned to ans for evaluation. No additional information is available.